Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the react 71 catheter was broken. The patient was undergoing surgery for treatment of an acute ischemic stroke. The access vessel is the internal carotid artery (ica) with a diameter of 4.75 mm. It was noted the patient's vessel tortuosity was normal. It was reported that the react 71 catheter advanced to the c1 segment of ica when it suddenly broke. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
H3: product analysis: ¿equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) ¿as found condition: the react-71 catheter was returned for analysis inside an open react-71 inner pouch and outer carton, inside a sealed biohazard bag, and inside a shipping box. ¿damaged location details: the react-71 catheter tip and marker were examined, and no damage was noted. It was observed that the react-71 catheter shaft was not seated within the hub. The strain relief was removed, and the catheter shaft was found to have detached from within the catheter hub. No bends or kinks were found on the catheter shaft. ¿conclusion: based on the reported information and device analysis, the customer¿s ¿catheter separation/break¿ report was confirmed, as the react-71 catheter was detached from the hub. Possible causes of detachment of the catheter shaft from the hub include inadequate or incomplete hub bonding due to using an incorrect amount of uv adhesive, an incomplete uv adhesive cure, voids in the adhesive, or insufficient adhesive coverage. However, the cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the procedure was completed with a different react71 catheter with a asked but unknown lot number. The physician could not provide any lesion characteristics. There was no friction or difficultly noted during delivery or positioning.